Event description:
The account alleged that the side rail will not stay latched. No patient impact.

Manufacturer narrative:
The technician found that the side rail would not latch and that the bed sheet was in the side rail latching mechanism preventing the side rail from latching. The technician removed the sheet from the side rail latch mechanism to resolve the issue.